Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple cartridge alarms. The customer's blood glucose level was not impacted. The contact thought that the customer may not have been following the pump load sequence in order. After the customer has followed the step-by-step load sequence, the pump has had no further cartridge alarms. The contact could not identify the type of cartridge alarm that was sounded.